Manufacturer narrative:
Reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was leaking oil. The event was not reported to have occured during surgery. It was not reported if there were any delays in the scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However, during evaluation, it was observed that the top end was power broken so the motor ran when the safety was engaged. It was further noted that the handpiece would not turn off. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be user error/abuse and possible misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.